Event description:
Event description guidant received information that this transvenous defibrillation lead and atrial lead are showing significantly increased thresholds and impedance measurements since a previous follow up appointment. It was noted that this patient has a history of gradually increasing thresholds and impedance measurements over the past few months. Shocking impedance is normal and no noise was noted on the egms.